Event description:
Patient presented with posterior circulation stroke symptoms. Patient needed emergent MRI to evaluate as CT can not see this area well. The entire care for the patient depended on the result of this study. The patient had a medtronic pacer, but it needed to be turned off before proceeding with MRI. I contacted medtronic. They had an on-call technician who was available, but who refused to come in to turn off the pacer to make it MRI compatible. (B)(6). This medtronic individual thus was assuming the medical care and decision-making for this individual without appropriate training to do so. FDA safety report ID# (B)(4).